Event description:
Customer reported surgical site granulation following unspecified ob/gyn procedures. No further information was provided.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.